Manufacturer narrative:
(B)(4). Report forwarded to vendor for investigation. Follow up MDR will be filed once investigation is received by cardinal health. Thank you.

Event description:
Customer alleges when the angiography wire rubs across the towel ((B)(4)) as they are entering the body, the doctor's have reported a fiber residue on the wires as they are maneuvering them during the procedure. If they do not remove the residue it could have a negative patient effect. No patient injury reported.